Event description:
Healthcare provider reported "symptoms compatible with bii (breast implant illness)". Healthcare provider provided cytology report which noted "reason for request: histological study of mammary periprosthetic liquid and immunohistochemical marker cd30. Patient with late seroma in a breast carrier of breast implants. Interested in discarding bia-alcl. Cytology derived from breast fluid 3 ml of hematic coloring liquid are received. Diagnostic: breast paaf (late seroma) diagnostic category: benign (c2). Chronic granulomatous foreign body type inflammation". This relates to the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d6(b), h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "liquid surrounding the prosthesis".

Event description:
Patient reported right side "development of multiple allergies", "major depression", "liquid surrounding the prosthesis", "anechoic periprosthetic fluid", "swelling, deformed and a little pain to the touch", "textured" implants, and "suspicion of bia-alcl". Patient also reported the following events, which are not device-related: "fibromyalgia", ¿longinos symptom¿, and ¿ibs¿. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ visibility/palpability : unable to observe as it is not related to the manufacturing process. ¿ varied injuries- breast : unable to observe as it is not related to the manufacturing process. ¿ seroma-late : unable to observe as it is not related to the manufacturing process. ¿ other - medical : unable to observe as it is not related to the manufacturing process. ¿ granuloma : unable to observe as it is not related to the manufacturing process. ¿ fibromyalgia: unable to observe as it is not related to the manufacturing process. ¿ depression: unable to observe as it is not related to the manufacturing process. ¿pain: unable to observe as it is not related to the manufacturing process. ¿anxiety - product/ procedure,: unable to observe as it is not related to the manufacturing process. Allergic reaction/ hypersensitivity - delayed: unable to observe as it is not related to the manufacturing process. As per the investigation procedure deformation was observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side "development of multiple allergies", "major depression", "liquid surrounding the prosthesis", "anechoic periprosthetic fluid", "swelling, deformed and a little pain to the touch", "textured" implants, and "suspicion of bia-alcl". It was reported chronic granulomatous foreign body type inflammation from the cytology report. Patient also reported the following events, which are not device-related: "fibromyalgia", ¿longinos symptom¿, and ¿ibs¿. The device has been explanted.